Manufacturer narrative:
Other applicable component is: product ID neu_stylet_acc, lot# unknown, product type: accessory.

Event description:
A manufacturer representative (rep) reported that the patient noticed a bump in their back. The patient visited their primary care physician the week prior to the report where the bump was lanced. At an appointment on (B)(6) 2016, the managing doctor removed an 18 inch piece of plastic which appeared to be a tunneling stylet. The rep did some programming with the patient at the appointment the day prior to the report and the patient was getting good stimulation with no complaints about coverage. The caller thought the bump had subsided. The implantable neurostimulator (ins) was indicated for non-malignant pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.